Manufacturer narrative:
A ge service rep performed an on site investigation. Adjusted iris on ocd camera to proper kv tracking. Verified proper resolution and dose rate. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image quality on the 9800 system is degrading (seems too light). System is still useable. There was no report of pt injury.